Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred intermittentley. Reportedly, the altitude alarms were cleared by reloading the cartridge. There was no impact to the customer¿s blood glucose.